Manufacturer narrative:
Batch review performed on 23 april 2019: lot 1850164: (B)(4) items manufactured and released on 13-apr-2018. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Additional instrument involved: mis pedicle screw 03.51.10.0240 ø6 mm cannulated tapered tap undersized, lot 1852519: (B)(4) items manufactured and released on 20-sep-2018. No anomalies found related to the problem. To date, no similar event has been reported on this lot. Visual inspection performed by r&d (B)(4): the threaded tips of the instruments is broken for both the references and lots. The event can be occurred due to wrong manoeuvre (e.g. High leverage applied during bone tapping, or change of direction of the hole during bone tapping) or wrong maintenance (e.g. Storage and shipping). The issue was not detected during the surgery; it was observed after sterilization and shipment from hospital to the branch. The bone tap, due to this damage, is no more functional (it cannot create the trajectory for screw insertion as required, according pedicle screw profile). Bone tap is a standard instrument for pedicle screw placement. The design and dimensions are driven by dimensions of the relevant screw. The material is stainless steel (aisi 431 or aisi 630) which is a standard material for such application.

Event description:
Tip breakage of two cannulated tapered taps undersized when the surgeon was tapping at l4/5. The patient bone was hard. The tips remained in the patient but deep enough, the pedicle screws were inserted with no problem of impingement. 30 minutes of delay.